Event description:
It was reported that the educator called into patient room. The arctic sun device giving audible alert all shift and all night per other nurse, but no message. Walked through stop therapy, drain pads and power off device and back on. Event log shows, 0105 starting at 03:28 going off repeatedly. Advised 105 was cool patient end of set duration and rewarm begin manually. Explained device was alerting that rewarm had to be initiated via start button under rewarm patient. Nurse noted that they explained why patient temperature (pt) had not been warming and temperature has decreased. Patient temperature (pt) was 36.3, targeted temperature (tt) was 37c. Walked through adjust cool patient targeted temperature (tt) to current patient temperature (pt) 36.3c, rewarm from 36.3c at 0.2-0.3c/hr per physician ordered to targeted temperature (tt) 37c and save. Pressed start therapy under rewarm. Verified that the rewarm box flashing confirmed which side of therapy was currently happening and verified water flow rate (wfr) was displayed in top right corner. Emailed instructions for adjusting protocol settings on devices to ensure rewarm begin automatically moving forward. Advised they would alert for account who can assist with protocol adjustments.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device was not returned.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the educator called into patient room. The arctic sun device giving audible alert all shift and all night per other nurse, but no message. Walked through stop therapy, drain pads and power off device and back on. Event log shows, 0105 starting at 03:28 going off repeatedly. Advised 105 was cool patient end of set duration and rewarm begin manually. Explained device was alerting that rewarm had to be initiated via start button under rewarm patient. Nurse noted that they explained why patient temperature (pt) had not been warming and temperature has decreased. Patient temperature (pt) was 36.3, targeted temperature (tt) was 37c. Walked through adjust cool patient targeted temperature (tt) to current patient temperature (pt) 36.3c, rewarm from 36.3c at 0.2-0.3c/hr per physician ordered to targeted temperature (tt) 37c and save. Pressed start therapy under rewarm. Verified that the rewarm box flashing confirmed which side of therapy was currently happening and verified water flow rate (wfr) was displayed in top right corner. Emailed instructions for adjusting protocol settings on devices to ensure rewarm begin automatically moving forward. Advised they would alert for account who can assist with protocol adjustments. Per follow up information received via email on 29aug2023, the device was worked as soon as they cleared the alarm.